Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-02839, 1627487-2023-02955, 1627487-2023-02956. It was reported that the lead was explanted on an unknown date for an unknown reason. No other information is known at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.